Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing agent reported that following an intraocular lens (iol) implant procedure, a patient was not happy with their vision. The iol was exchanged for another lens four months following the initial implant procedure. The patient is doing fine following the lens exchange procedure. Additional information has been requested.